Manufacturer narrative:
Siemens filed the initial MDR on 15-jul-2020. Additional information (23-jul-2020): siemens investigation determined that level detection errors occurred on the customer's atellica neph 630 system at the time of the event. These level detection errors led to a termination sample result processing, and, therefore, are not directly related to the discordant results. However, they indicate a malfunction of the diluent pump. A siemens customer service engineer replaced the diluent pump, after which no other related errors were identified. The cause of the issue was the defective diluent pump. The system is performing according to specifications. No further evaluation of this device is required. The date of event in section b3 has been changed from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer noticed that dilutions were not being correctly performed by their atellica neph 630 system. The customer found foam in the dilution wells and noticed that the diluent pump was leaking. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the diluent pump. Siemens is investigating the issue. The atellica neph 630 system with catalog number 11239861 described is not marketed in the united states (us) and the PMA/510(k) number is for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number 10461865 and its unique device identifier is (B)(4).

Event description:
Discordant kappa light chains and lambda light chains results were potentially obtained on patient samples on an atellica neph 630 system. No discordant results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to this event.